Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (dose, concentration, and lot number unknown) via an implantable pump for an unknown indication. As of (B)(6) 2015, the patient's pump had been dry for about 2 years (2013). It was noted that the patient was homeless. No patient symptoms were reported. Additional information has been requested regarding the patient's information, the serial number of the pump, the drug information, the patient's medical history and concomitant medications, the diagnosis for use, symptoms, the cause of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.